Event description:
Device 1 of 3. Reference MFR¿s report: 1627487-2010-01532 and 1627487-2010-01574. The pt received two percutaneous leads placed subcutaneously in the cervical area (off-label location) on (B)(6) 2007. The leads were replaced after the pt experienced a loss of stimulation (reference MFR's report 1627487-2010-01549 and 1627487-2010-01550). The leads were replaced with 2 percutaneous leads and 2 extensions on (B)(6) 2007. It was reported that the leads migrated and needed to be repositioned. When the physician went into to reposition the leads on (B)(6) 2007, it was reported that the extensions were not connected to the ipg. The last electrodes had pulled off and were lodged in the ipg. The physician suspected fluid intrusion upon noticing fluid in the ipg header and therefore decided to replace both the extensions and the ipg. Both extensions and ipg were returned to ans for analysis.

Manufacturer narrative:
Device 1 of 3. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Wires are broken in the header and the terminal end electrode is missing (was in ipg header). Fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.